Manufacturer narrative:
Initial and final MDR 1922486- MDR 3003442380-2024-16872 - device 4 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 10 infusion sets leakage event on 13-sep-2023. The set was in use for 1 and half day. The patient reported the patient had rednes and swelling at indusion site. The patient replaced infusion set and resumed insulin successfully. No further information.